Event description:
Customer reported three (3) cases where patients gave negative urine hcg results, but serum hcg results were positive. One of three patients had a serum quantitative level of 50 miu/ml.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg080821-02, 100miu/ml hcg urine lot: hcg081008-01, 240.0iu/ml hcg urine lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Corrective positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention device meet qc specification. No false negative results was observed. So this complaint is not confirmed. No corrective action requested as no product deficiency was established.